Event description:
Pt was hospitalized with symptoms of fever (104.6 f), headache, stomachache, vomiting and rash. They spent 4 days in the ICU where their blood pressure reached 65/30 at one point. Six days later, they remain hospitalized undergoing IV antibiotic therapy and appears to be recovering.